Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. After inserting the ablation catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, air mixed into the side port of the sheath. The procedure was already completed when the issue was noticed. No troubleshooting was performed. No air entered the patient¿s body. The patient did not develop any neurological symptom since the procedure was completed. There was no patient consequence reported. The device evaluation was completed on 7/5/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of back pressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. After inserting the ablation catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, air mixed into the side port of the sheath. The procedure was already completed when the issue was noticed. No troubleshooting was performed. No air entered the patient¿s body. The patient did not develop any neurological symptom since the procedure was completed. There was no patient consequence reported. The event was assessed as MDR reportable as the air flowed back into the side port.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/31/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).